Event description:
A report was received that the patient will undergo a revision due to difficulty charging.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The physician repositioned the pocket and the patient is reportedly doing well.

Event description:
A report was received that the patient will undergo a revision due to difficulty charging.